Manufacturer narrative:
An event of opening noted on the cuff was reported. The valve was returned to abbott for investigation. Examination revealed that the sewing cuff was torn and contained blood/body fluids. The cusp between posts two and three showed signs of tearing and damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on (B)(6) 2025, a 31mm epic plus mitral valve was chosen for a procedure. During procedure, an issue was noted while opening on the cuff. The valve was replaced with a 29mm epic plus mitral valve. The patient remained hemodynamically stable throughout the procedure but the patient stayed on cardiopulmonary bypass for a longer time. The patient was reported discharged.